Manufacturer narrative:
H3, h6: the device, was used in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation reported no problem found, could not establish a relationship between the device and the reported event. The probable root cause maybe a connection issue or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during npwt at home therapy, a renasys go stopped pumping, it was alarming and the battery light was flashing. The therapy was suspended due to this issue. Patient was not harmed as consequence of this problem.